Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable alarm with 90ml of drug remained. No patient injury reported.